Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A distributor contacted zoll to report that a (B)(6) patient had an irritation. The patient's nurse reported that the patient had a superficial dermabrasion on his back under the therapy electrode pads. The nurse reported that the irritation was due to the patient lying in bed all day. The patient's nurse reported that the patient received a prescription for a cream and it was applied to the irritation. During a follow-up visit, the patient's skin was confirmed to still be red due to the pressure on his back from still being in the hospital. The medical outcome of the irritation is unknown.

Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
Further follow-up indicated that the patient's skin irritation is improving as the patient is no longer bedridden. A distributor contacted zoll to report that a (B)(6) patient had an irritation. The patient's nurse reported that the patient had a superficial dermabrasion on his back under the therapy electrode pads. The nurse reported that the irritation was due to the patient lying in bed all day. The patient's nurse reported that the patient received a prescription for a cream and it was applied to the irritation. During a follow-up visit, the patient's skin was confirmed to still be red due to the pressure on his back from still being in the hospital. The medical outcome of the irritation is unknown.